Event description:
The report stated that during a total abdominal hysterectomy with bilateral salpingo-oophorectomy, the ligasure impact was used for sealing and dissection. However, after sealing the uterine vessels and the cardinal ligament, oozing bleeding was noted and the surgeon used suture to secure the vessels.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2007. Valleylab's director of medical clinical affairs has contacted the operating surgeon and offered to discuss this incident. To date the operating surgeon has not responded. If further info pertinent to this incident is obtained a follow-up report will be made.